Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, there was malformation of the clips for the clip applier and in every fourth or fifth time of firing, the clips starts "losing and falling off." No patient consequences reported.